Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface and generator driver boards were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed an interlock failure error message. This error message will likely cause the system to shut down. There is no report of patient injury.